Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the 18fr dryseal introducer sheath was removed after the valve was successfully placed using the right transfemoral approach. Lower extremity angiography was performed. It was confirmed that flow was slow and the contrast agent was temporarily retained in the right external iliac artery (eia) to common femoral artery (cfa). It was believed that hematoma formed between the intima and the media when puncture was performed. When the balloon was dilated from the contralateral side to the blood species and contrast imaging was performed, the blood vessel expanded and the flow improved. A doppler examination revealed that there were no problems with the flow. When the contrast study was performed again several minutes later, the blood vessel seemed to be narrowing again, so a stent (cordis, 8 mm x 40 mm) was placed. Because the puncture point was set high, the implantation could be placed in a position that would not interfere with daily exercise. The flow was confirmed by contrast and doppler examination, and the procedure was completed without any problems. No additional adverse patient effects were reported. Additional information was received that per the physician, the cause of the injury was due to the puncture. Per the physician, the delivery catheter system (dcs), sheath and guidewire did not contribute to the injury. The patient had no anatomical features that contributed to the event.

Manufacturer narrative:
Updated data: additional information was received which included the lot and serial number of the devices used. Duplicate check identified the event had been previously documented and reported to the FDA. See h10 for the first event. Let this report document these two regulatory reports are documenting the same adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a peripheral blood vessel thromboembolism was observed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-29}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {(B)(6) 2024}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.